Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, two segments of the lead were returned, a terminal-end segment and a mangled middle segment. The tip end was not returned, and visual inspection revealed lead body damage. This type of damage is consistent with significant induced damage. The reported allegations of a conductor fracture, high impedance and high threshold could not be confirmed, as the returned lead terminal-end segment passed continuity testing and visual inspection. The returned middle segment was too damaged to analyze.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to repeatedly exhibiting high out of range pacing lead impedance measurements of greater than 3000 ohms, and high capture thresholds. During the procedure, a visible conductor fracture was observed upon removing the lead. The lead sustained damage due to laser extraction. A different lead was successfully implanted. The lead is in possession of the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to repeatedly exhibiting high out of range pacing lead impedance measurements of greater than 3000 ohms, and high capture thresholds. During the procedure, a visible conductor fracture was observed upon removing the lead. The lead sustained damage due to laser extraction. A different lead was successfully implanted. The lead is in possession of the hospital. No additional adverse patient effects were reported.